Event description:
Customer was hospitalized for dka. Customer stated that he changed his infusion set two time but blood glucose levels remained high. Customer declined to troubleshoot the pump. No further details were mentioned.